Manufacturer narrative:
This follow up emdr is submitted to address the investigation update after device was returned.

Manufacturer narrative:
Fa result: this pca was returned "ECG pads reference error¿ this therapy board failed for c123, defective.

Manufacturer narrative:
This is an update regarding investigation after part was returned to failure analysis lab. This pca was returned "ECG pads reference error". This was verified in lab testing. C584 was observed broken and was replaced. The pca failed shock and opcheck tests. After troubleshooting, the root cause was undetermined. This pca ¿ pca undetermined.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported to philips that the there is ECG pads reference error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.